Manufacturer narrative:
Analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing.

Event description:
On (B)(4) 2016, information was received from a consumer, company representative and a healthcare provider (hcp) regarding a (B)(6) male patient who was receiving lioresal 2000mcg/ml at 260 mcg/day (also reported as 294.9 mcg/day) (lot number unknown) since (B)(6) 2015 via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. The patient¿s medical history included quadriplegia (type 2 with hangman variant since (B)(6) 2009), neurogenic bladder and bowel, spasticity, gastroesophageal reflux disease (gerd), hypertension, hyperlipidemia, fracture of femur, kidney stone, wrist surgery, ¿appendix,¿ hemorrhoidectomy, closed reduction with pinning right hip, penicillin allergy, alcohol use and a family history of throat cancer (mother). The patient¿s concomitant medications included cymbalta, flector, lidoderm, nexium, senna plus, alfuzosin ER, bisacodyl, diazepam, tizanidine, oxycodone-acetaminophen, docusate sodium, and oral baclofen. On (B)(6) 2016, the patient presented to the emergency room (ER) with the pump alarming. After interrogation, it was determined the pump had stopped over 24 hours ago; a motor stall had occurred. Explant and replacement of the pump was planned for (B)(6) 2016. No patient symptoms were reported. As of (B)(6) 2016, the event was ongoing. The patient¿s status was reported as ¿alive - no injury.¿

Manufacturer narrative:
After analysis and review, the previously reported code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Corrected information: sex: date of birth . If information is provided in the future, a supplemental report will be issued.